Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The device was reloaded and the device status was restored. The patient was asymptomatic throughout the process and would continue to be monitored.